Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown 3.5 mm locking screws, length 28-30 mm (3.5 mm) / unknown lot number. Original implant date: 10 to 12 years ago on an unknown date. Device is not expected to be returned for manufacturer review/investigation. It was stated the devices were discarded during surgery and will not be returned. Concomitant device reported: 3.5 mm lcp extra articular distal humerus plate (10 hole-left) (quantity 1); locking screws (quantity 5); cortical screws (quantity 3); cortical lag screw (quantity 1). (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two proximal 3.5 mm locking screw heads had broken off the shaft of the screws postoperatively. This was discovered as the surgeon was removing a 3.5 mm locking compression plate (lcp) extra articular distal humerus plate (10 hole-left) and screws on (B)(6) 2017. The patient was originally implanted with the humerus plate and eleven screws (7 locking screws, 3 cortical screws, and one cortical lag screw) approximately 10 to 12 years ago on an unknown date. It is unknown when the screws broke and it was impossible to know the exact length of the screws, although they appeared to be approximately 28-30 mm in length. The shaft of the broken screws was removed without incident and the doctor was able to successfully complete the remainder of the surgery without incident or surgical delay. The devices were removed to allow implantation of the reverse total shoulder; the screws were blocking the canal for implantation of the stem. A long stem reverse total shoulder was implanted without additional fixation required with successful patient outcome. This complaint involves two devices. Concomitant device reported: 3.5 mm lcp extra articular distal humerus plate (10 hole-left) (quantity 1); locking screws (quantity 5); cortical screws (quantity 3); cortical lag screw (quantity 1). This report is 1 of 1 for (B)(4).